Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that insulin drips were less frequent exiting the tubing during a bolus. Reportedly, the infusion set supplies were changed to address the issue and insulin delivery was resumed. Customer¿s blood glucose was 202 mg/dl.